Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous apical left anterior descending artery. The physician was unable to cross the lesion using 2.50x12mm promus element stent. The device was removed from the body. It was noted that the distal edge of the stent was lifted. The procedure was completed with another with same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).